Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image cutting out issue when held by the base cord could not be determined, however, the issue was likely the result of a damaged image sensor unit due to user handling/mishandling, a faulty circuit board component and or external factors. The issue may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection, 3.8 inspection of functions in combination with related equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on charged coupled device unit, the monitor shows a black screen with no image. (It never returns to normal). Other findings includes: due to damage on insertion pipe, insulation resistance value does not meet the standard value; adhesive on bending section cover has a chip; due to damage on forceps elevator lever, bending section cannot be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that if you hold and move only the base cord part on the handle side, the image will be cut off the deflectable videoscope. There were no reports of patient harm.